Event description:
On 5/10/95, this pt was undergoing a heart transplant. At about 0136 problems developed when the pump stopped. The surgeon did open heart massage while the staff (perfusionist and anesthesiologist) attempted to get the machine pumping again. It was determined that the machine blew a fuse, and switched to battery power. It ran on battery power for approx two hours, then stopped. The pt did make it out of surgery back to ICU but bled severely and was taken back to the or. He again returned to ICU, but deteriorated around four pm, and was unable to be resuscitated.